Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the images are caused by the scope, the acoustic lens, or the imaging system including the image guide bundle, is damaged. However, because there are no abnormalities in the device, there is a high possibility that the phenomenon occurred because the image could not be drawn normally. It is likely that the suggested event was caused by the body side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information was provided by the customer. The subject device was a loaner device and was not used. The error occurred directly, and no harm to the patient or user was mentioned.

Event description:
The customer reported to olympus that, during an unknown procedure, only half of the image was displayed on the evis exera ii ultrasonic bronchofibervideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.